Manufacturer narrative:
The device was in use for treatment. The cable is perceived by the customer as too thin and that it breaks with normal use. A review of the device history record could not be performed as the lot number of the cable is unknown. The cable in question was returned for analysis. Visual inspection found the cables to be intact. On the strain relief was written "do not remove." While checking the resistance/connectivity of each connector it was found that there was no connection between the black connector and the female mdt connector. After removing the strain relief it was found that the wire inside the solid grey cable had detached from the black connector at the solder joint and indicated there is a weak cable-to-connector solder joint. The instructions for use (IFU) was reviewed. The IFU informs the user that the cable can be re-sterilized by oscor eto gas sterilization a maximum of two times. Precautions are provided to the user: do not connect any cable model to a/c power source; connection of exposed pins to a/c power source may pose a risk of serious injury or death. A follow-up report will be sent if additional information becomes available. A corrective and preventive action has been opened to address this issue.

Event description:
The customer reported that the cable has broken and detached near one of the red/black connectors that are plugged into the 5391 external pulse generator (epg). The customer reports that the cable has broken with normal use.